Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The dislodgment was confirmed through loss of lv capture and the return of the patient's heart failure symptoms. A surgical intervention was performed and this lead was replaced. Additional information was received that this dislodgment was first identified a few months prior to the revision surgery on a chest x-ray. At that time the x-ray was ordered over concerns of a rising lv threshold. No additional adverse patient effects were reported.